Event description:
A caller reported receiving a minimum fill notification. The specific blood glucose value was unknown, but it remained between 54-500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer initially attempted to resolve the issue by reloading the original cartridge, which was unsuccessful. With guidance from technical support, the customer filled and loaded a new cartridge onto the pump. This successfully resolved the issue, allowing the customer to resume their insulin therapy.